Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that a (B)(6) baby pulled the opt318 optiflow junior nasal cannula off his face and broke it. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wiggle pads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt318 optiflow junior nasal cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed the device had snapped between the nasal prongs. A lot check could not be performed as no lot number was provided. Conclusion: the damage observed was caused by the patient pulling on the tubing, the excessive tension caused the tubing to tear. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.